Event description:
Drive devilbiss healthcare was notified of an incident involving a scooter in which an end user reported hearing a "loud noise" and found the unit's battery case "blowing out black smoke." At that point, the end user reported dragging the unit out of the house and attempting to extinguish the fire, but that the unit "made more banging noises and burst into flames," at which point he called the fire department to put out the fire. The end user reported that no one was injured, but that his "wife is distraught from the incident" and that there was damaged carpet and a smoke smell in the home. Drive attempted but was not able to retrieve the product for inspection or evaluation.